Event description:
[Abbott ID now covid] use for covid-19 under emergency use authorization (eua): invalid then negative. Was invalid, repeated with same buffer sample according to manufacturer and was negative sample was run by a newly trained operator. FDA safety report ID# (B)(4).